Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was received with no cuffs, an old air detector that has been replaced, ground stud on back panel replaced by screw, and a wire for the air detector was not connected completely. Functional testing confirmed the complaint when the air detector did not operate properly. Root cause was attributed to wear and tear due to the age of the device; it had also not been previously serviced. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Replaced the air detector with the new "h-31b". Replaced the printed circuit board (pcb) due to not being able to calibrate. Replaced the top socket assy due to it being broken. Replaced the label set, orings and fan guard as preventative maintenance (pm). Device passed all functional testing after the completed repairs.

Event description:
Additional information received via email. The customer reported that the issue occurred prior to patient use and the outcome of event was resolved.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air detector not working properly. No report of patient involvement.